Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Three attempts have been made to the customer for the cleaning, disinfection, and sterilization information, initial culture testing, and approval for third party culture testing with no response. If additional information becomes available, a supplemental report will be submitted. The device was evaluated where no abnormalities were found though there was a lens crack. This defect was not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and the inability to gather additional information from the user, the relation between the event and the device could not be confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report has been received by olympus for evaluation. Device evaluation has not been initiated as of yet. Olympus is awaiting permission from the customer to send the scope to a third party testing lab for culture as a part of the investigation prior to physical evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer there was a positive scope culture test related to an evis exera iii gastrointestinal videoscope. It is also reported there is no patient or other person involved in this event. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer and corrected information.

Event description:
Additional information provided by the customer: we did not culture the scope. Our infection control group monitors blood stream infections (bsi) related to endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedures, and a patient was positive for blood culture. The group was thinking that it was probably the bacteremia of the gastrointestinal (gi) pathogens and not scope related, but we wanted to ensure that everything was good with the scope. This customer reports 2 potential scopes related to patient the patient infection: case with patient identifier (B)(6) reports one scope. Case with patient identifier (B)(6) reports one scope. Follow-up information has been requested regarding the patient and reported event, at this time, no further information has been provided.